Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a ventricular tachycardia ablation procedure. Prior to procedure, the implantable cardioverter defibrillator (ICD) was interrogated. It was noted that the radio frequency (rf) telemetry was not functioning. It was suggested that this may be due to cybersecurity issue. The ICD was programmed and rf telemetry was reestablished. There were no adverse consequences to the patient.